Event description:
A user facility reported that a communication error was noted with the 4k camera head. The event occurred during a therapeutic endoscopic sinus procedure and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, a no image issue was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was noted due internal cable damage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the broken cable could not be identified. A communication error was also found during the investigation. Olympus will continue to monitor field performance for this device.